Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was dropping the signal to 8 transmitters. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss on all sectors. It had an error light lit. No patient harm was reported. Investigation conclusion: the evaluation of the returned device shows that this complaint is confirmed. The root cause of the reported issue is due to a bent ground terminal. Additional device information: d10 concomitant medical device. Central nurse's station. Model: pu-681ra. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Telemetry transmitter. Model: zm-531pa. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was showing communication loss on all sectors. It had an error light lit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-681ra sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was dropping the signal to 8 transmitters. No patient harm was reported.